Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was put on hospice care on (B)(6) 2020. The cause of death was acute kidney failure and dementia. The caller stated that the customer had kidney issues and dementia that may have led to the customer's passing. The customer¿s blood glucose was fluctuating too much to regulate at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than hours prior to passing per the hospice orders. The customer was not using sensors. The caller declined to return the insulin pump for analysis.